Event description:
Patient was on stryker xrt low air loss bed. Noted on this date that mattress was not inflating, though bed mechanicals (head and foot of bed, etc.) Were functional. Removed bed from service and patient was transferred to a low air loss bariatric bed. Upon evaluation it was noted that bed circuitry was not functional; it appeared that circuitry had overheated. MFR rep conveyed that devices plugged into the bed's power outlets (i.e., infusion pumps, sequential pneumatic pumps) could not exceed 3 amps. Because of the overampage on the circuit board, there was no alarm indicating that the support surface was no longer functional. Beds were subsequently labeled to reflect the requirement of having no more than 3 amps plugged into the bed. Patient on non-functional surface developed pressure ulcer.